Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed, "h_error err_rotate" was found (x16) and "h_error err_unclamp" was found (x1), therefore history data confirms events described in complaint. The reported device was not returned to france as repairs were carried out locally. Noting was noticed on the pump during external visual check. Several tests were performed and all were successfully passed. The reported events could not be reproduced. The pump was cleaned, the flow rate test was performed and was passed. Internals and in seams found with dried debris, therefore they were cleaned. Pump was then post service tested per quality control test check list and was released for use. Therefore, the reported event and the errors found in the log could not be confirmed and the root cause remains unknown. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "customer to report error code: error01(0001) motor rotation. No adverse reactions reported." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.